Manufacturer narrative:
(B)(4). On (B)(6) 2013 the customer at (B)(6), reported that the foot extension does not lock into place on the new table. The device was not in clinical use at the time that the issue was discovered by the customer. There was no harm to a patient, operator, or bystander. The philips field service engineer (fse) reported that after inspecting and comparing the head holder and foot extensions, it was determined that the foot extension was differently sized and therefore, would not stay locked in place. The fse reported that the foot extension was a couple of millimeters off to lock properly on the new table. The fse communicated that a new foot extension was ordered due to the old foot extension not being able to lock into place with the recently replaced. The fse replaced the foot extension assembly on (B)(4) 2013 CT engineering evaluated this issue further and determined engineering investigation found that the latch slot width dimension is too small in the related position on the carbon top where the slot on the latch might interfere; the latch slot is in minimum dimension status and carbon top flange is in maximum dimension status. There are two possible causes of this issue: the head/foot extension latch design, and carbon top opening thickness for the head/foot extension. Engineering proposed to change the dimension of the slot width on the latch through an engineering change order (eco). Change accessory latch molding to improve locking feature with the carbon top. Through this eco a change to the geometry (width and radii) of the lock feature of the latch was implemented to assure engagement of the lock eco (B)(4) was released on (B)(4) 2015. Supplier corrective action request (scar) was opened on (B)(6) 2013 for the patient support due to an issue wherein the couch extensions would not latch. CT engineering investigation of this issue has determined it to be of acceptable risk. Multiple design mitigations are implemented to avoid this hazardous situation which may lead to injury. Design mitigations for prevention of the hazardous situations: system accessories have means to secure them to the patient support (table) top. Mechanical design per (B)(4) safety factor requirements. Design mitigations enabling human response: positive lock device for attachment. Warning labels as appropriate on devices. Loose extension latching can be detected by trained personnel during loading/unloading a patient for scanning. Service instructions/manuals document proper handling, assembly techniques and quality checks. Service instructions/manuals document quality checks prior to initiating motions.

Event description:
The customer reported that the foot extension would not lock into place. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse determined that the foot extension was differently sized and therefore, would not stay locked in place. The fse ordered a new foot extension to resolve the issue.